Event description:
On (B) (6)2008, the pt was implanted with an scs system. On (B) (6)2010, the pt lost stimulation. All lead contacts exhibited high impedance. On (B) (6)2010, the lead was explanted due to scar tissue and replaced with a narrower paddle lead.

Manufacturer narrative:
Evaluation: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and the paddle of the lead was discolored. Broken wires were also noted 4cm away from the lamitrode paddle. No functional testing was performed on the lead due to the broken wires. Conclusion: - the reported complaint could not be confirmed. As received the lamitrode had broken wires in the lead segment and no functional testing was performed. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.